Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly. Insulin pump received with moisture damage on the motor, battery tube, keypad and vibrator assembly. Unable to verify off no power alarm due to blank display. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump's display was blank. Customer reported that she believed she had gotten water inside the insulin pump. Customer reported seeing some drops of liquid inside the insulin pump. Customer stated that the insulin pump's reservoir chamber was cracked. Blood glucose level was 150 mg/dl at the time of the call. No further information was provided.